Event description:
During cardiac cath with balloon placement, the balloon was prepped according to manufacturer's guidelines. Physician attempted to insert the balloon, but it would not advance through the sheath supplied with the kit. When the balloon was inspected it was found to have unraveled while attempting to insert. A second balloon was utilized to complete procedure.